Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Questions for hp if the patient's consent received: the patient demographic info: age, weight, bmi at the time of index procedure? Name of initial surgical procedure? Other relevant patient history/concomitant medications? Product code and lot #? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Mesh exposure site/location, symptoms and diagnostic confirmation? Were there any tests done due to ¿profuse foul - smelling discharge¿? Results? Describe any medical/surgical intervention for exposure including dates and surgical findings. Was any deficiency or anomaly of the mesh? If yes, please describe it. What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient's current status? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure in 2009 and the mesh was implanted for vault prolapse. The patient has developed a mesh erosion with profuse, foul-smelling discharge. The patient was referred for an MRI and will probably need excision in the near future. The device is still implanted. Additional information has been requested.